Event description:
It was reported to philips that the device does not charge or turn on.

Manufacturer narrative:
The customer was informed that the device was discontinued and is beyond its end of support date, therefore, the unit was not evaluated. The customer was aware of the end of life terms and the device remains at the customer site. No conclusion can be made as the device was not evaluated. The device remains at the customer site and no further evaluation is required at this time.